Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on keypad trace. The displacement test and excessive no delivery alarm test could not be performed due to the keypad anomaly. The numbers did not ramp up on their own nor did the scroll bar move with no input. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling when trying to deliver a bolus. Blood glucose value was 307 mg/dl; treated with manual injection. He also reported that the insulin pump alarmed no delivery during bolus. The device was returned for analysis.